Event description:
A report was received that the patients incision sites were not healing properly. It was also reported that the patient was also experiencing jolting sensation and discomfort at the pocket site which described as sharp pain. The patient underwent a medical procedure wherein a scab was removed at the lower incision site and washed the upper and around lower incisions with hibiclens. Patient was prescribed with ointment and antibiotics. Database analysis revealed no anomalies.

Manufacturer narrative:
Additional information was received that the battery site was healed completely. The paddle incision still has a bit of a scab, however physician believed that it should continue to heal with proper care. In addition, patient was being reprogrammed and sharp sensation did not seem to be as bad as before.

Manufacturer narrative:
Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 7011014, model/catalog description: artisan MRI paddle lead 50 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's incision sites were not healing properly. It was also reported that the patient was also experiencing jolting sensation and discomfort at the pocket site which described as sharp pain. The patient underwent a medical procedure wherein a scab was removed at the lower incision site and washed the upper and around lower incisions with hibiclens. Patient was prescribed with ointment and antibiotics. Database analysis revealed no anomalies.